Event description:
It was reported that during a ptca procedure, a guiding catheter separated during use. The proximal end of the guiding catheter was rotated, and no corresponding movement of the tip was observed by fluoroscopy; add'l torque was applied until the guiding catheter had rotated at least four complete revolutions. An attempt was then made to exchange the guide catheter, at which time the guide catheter separated and the distal end of the guide catheter remained in the anatomy. A snare was used to remove the distal segment of guide catheter and the procedure was completed without further incident. No pt injury was reported.